Event description:
The hospital reported that during endoscopic vein harvesting procedure, the tunnel collapsed and the procedure had to be converted to open procedure. The tunnel collapsed during the switching of ports. The procedure was completed without an additional complication to the patient.